Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed and was due to low battery voltage. A longevity calculation found the device below the expected limits. Bench, ate tests were performed and no sources of high current were found. The battery was sent to the manufacturer and no anomalies were found that would cause premature battery depletion. The cause of the low battery voltage was undetermined.